Manufacturer narrative:
Investigation summary. Bd received one photo for investigation, which shows a bd tube without a label. A review of the device history record indicated a quality notification was raised for this issue. However, lot passed all in-process and final quality checks for lot release. This complaint has been confirmed for the indicated failure mode: missing label. Bd determined that the root cause of the indicated failure mode was attributed to a label vision system positioning error. The label vision camera was repositioned, and all affected product was placed on hold, 100% sorted, stat sampled, then released. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported prior to using bd vacutainer® sst¿, two (2) tubes were missing a label. No adverse impact was reported regarding the patient or user.

Event description:
It was reported prior to using bd vacutainer® sst¿, two (2) tubes were missing a label. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
E1: initial reporter phone #: (B)(6). There were multiple 510k numbers reported to be involved. The information is as follows: g4: PMA/510(k)#: k230855. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.